Manufacturer narrative:
The most likely cause for the revision reported due to prosthesis wear is a combination of risk factors including, use error, implant positioning, implant size selection, and patient factors may have also been a contributing factor to the early prosthesis wear. However, this cannot be not confirmed with the information provided; devices were not returned. There is no other information available. These devices are used for treatment not diagnosis.

Event description:
As reported via legal documentation the patient had a left hip replacement on (B)(6) 2016. It has not be explanted. The patient is experiencing pain and is having difficulty with everyday activities. There is no other patient demographic or medical history available. There is no device return. There are no photos or other images of the device provided. No additional information is available.

Manufacturer narrative:
D10: concomitants: 4249668 186-01-54 - integrip cc, cluster 54mm, g2. 4286943 164-01-13 - element-stem, collarless w/ha, std offset, sz 13. 4358732 170-36-03 - biolox delta femoral head 36mm od, +3.5mm. Pending investigation.

Manufacturer narrative:
D10: (4249668) 186-01-54 - integrip cc, cluster 54 mm, g2. (4286943) 164-01-13 - element-stem, collarless w/ha, std offset, sz 13, (4358732) 170-36-03 - biolox delta femoral head 36 mm od, +3.5 mm.

Event description:
It was reported via legal documentation that approximately 93 months after a left total hip replacement procedure, the patient underwent a revision procedure to address prosthesis wear, pain and difficulty walking. Initial surgery and revision surgery operative notes were provided. Post operative diagnosis noted wear of the implant. Intraoperatively the surgeon noted significant wear to the polyethylene component, more significantly to the back side of the component. It was observed that the polyethylene was not locked into the cup appropriately which resulted in the wear. The polyethylene liner was noted to be satisfactorily replaced with good stability and flexion. No medical or surgical interventions were reported. No additional information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The most likely cause for the reported prosthesis wear is a combination of the risk factors: such as use error, implant positioning, implant size selection, and patient factors (fitness for surgery, biomechanics, activity level and local tissue oxidation potential). However, this cannot be confirmed as the devices were not returned for evaluation, and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.